Manufacturer narrative:
(B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral vascular treatment procedure, a balloon rupture occurred. Access was obtained via the radial artery through a non-contralateral approach. The 100% stenosed lesion was located in the moderately tortuous left superficial femoral artery. During the first inflation with the 1.5mm x 20mm x 142cm sterling es over-the-wire balloon catheter the balloon ruptured at 8 atms. The procedure was completed successfully with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older, updated. (B)(4).

Event description:
It was further reported that the left superficial femoral artery was severely calcified.